Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic total gastrectomy while resecting the stomach, the first firing from the powered handle was successful. On the second firing, the reload was connected to the adapter and the jaws were opened and closed. The surgeon approached the cavity and articulated the jaws before clamping the tissue. For each adjustment, the surgeon pushed the blue articulation toggle but the device did not react at all. Every button was pressed on the device, but there was no reaction from the device. The surgeon removed the powered handle and trocar from the cavity with articulated jaws. The device was removed from the tissue by force and tissue damage was caused. No bleeding occurred. The sales representative evaluated the device and noticed that the status indicator lights were illuminated blue and the handle indicator was flashing. There was no reaction to the device in spite of pushing every button. To complete the procedure, another device was used. The battery was removed, and the powered handle and adapter were collected for return. Surgical time was extended by 30 minutes or more due to the product problem. The patient status is no problem.